Event description:
It was reported that balloon hole occurred. During preparation of a 1.5mm x 40mm x 150cm coyote balloon catheter, it was noted that the balloon had a small hole in it and was not used in the case. The procedure was completed with a another coyote balloon catheter. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the returned complaint device consisted of a coyote balloon catheter. The balloon was loosely folded with blood in the balloon and lumen. Although it was reported that the device was not used, the presence of blood and contrast media in the guidewire lumen is indicative of handling beyond simply unpackaging the device, as was reported. The outer shaft, inner shaft, balloon and tip were microscopically examined. Microscopic examination revealed that there was a hole in the shaft 1mm proximal of the proximal balloon waist. The tip was damaged. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon hole occurred. During preparation of a 1.5mm x 40mm x 150cm coyote balloon catheter, it was noted that the balloon had a small hole in it and was not used in the case. The procedure was completed with a another coyote balloon catheter. No patient complications were reported.